Manufacturer narrative:
The device was not returned. The reported issue was confirmed. They would have to press an area of the screen in a different place to get some things to be selected, after touchscreen calibration device still did this. It was determined that the device had a failed control panel. They will replace the control panel in house parts and price provided. The root cause of the situation is a bug in the gdu and incomplete instructions at axiomtek. Some of the assembly technicians use the gdu to rotate the screen orientation from 0 to 180 degrees during assembly for operational ease, since the arcticsun control panel is held upside down in the production jig. If the setting is not reverted to 0 degrees after assembly, it will cause flipped touchpoints. Screen setup parameters are not controlled and a bug in the gdu caused temporary parameters to be saved, which allowed this behaviour to occur. Axiomtek to complete action activities in (B)(4). CAPA 20440507 has been opened for this failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device touchscreen was not registering touch accurately, they would have to press an area of the screen in a different place to get some things to be selected, after touchscreen calibration device still did this. It was determined that the device had a failed control panel. They will replace the control panel in house parts and price provided. Per follow up information received via phone on 17dec2024, spoke with biomed, who confirmed no patient involved at the time of finding the malfunction. A control panel was received and replaced by their team onsite. After replacement, the device received a calibration error for a failed pressure transducer. The manifold assembly was replaced onsite and device passed verification check. Returned to use.